Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in image from dvi port due to faulty circuit board (dp) board and all led glowing from front panel was due to faulty circuit board (pcb). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had flickering in image from digital visual interface (dvi), and all led from front panel was glowing. There was no patient involvement.